Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. It was noticed there was no syringe returned with the sample. A visual exam was performed and no defects were observed. Functional testing was performed with two different types of syringes and cpv venting tools. No issues were found with inflation and deflation of the device. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device. The cuff was able to be inflated and deflated using two types of syringes, and no leaks were detected.

Event description:
Customer complaint alleges "prior to use we were ready to go with the case, and when the crna went to deflate the cuff, the cuff did not deflate (this 1st event captured in MFR rpt# 9681900-2017-00031). We tried another lma and the same issue occurred while the patient was on the table ." There was no report of patient harm. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The investigation into this complaint is still in progress. The device involved in this complaint has been returned to the manufacturer. However, the investigation of said device has not been completed at the time of this report. This report will be updated at the conclusion of the investigation.

Event description:
Customer complaint alleges "prior to use we were ready to go with the case, and when the crna went to deflate the cuff, the cuff did not deflate (this 1st event captured in MFR rpt# 9681900-2017-00031). We tried another lma and the same issue occurred while the patient was on the table ." There was no report of patient harm. Patient condition reported as "fine".